Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patients leads migrated and the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were kept by the medical facility and will not be returned.